Event description:
Customer reported that the sensor gave fluctuating and inaccurate readings. The blood glucose reading was 140 mg/dl while the sensor reading showed 400 mg/dl. Customer stated that the sensor glucose graph was trending in the opposite direction as the blood glucose reading. Customer stated that the blood glucose values are entered timely and accurately. Customer was advised on calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.